Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. Surgical intervention may occur in the future to address the issue.

Manufacturer narrative:
Exact date of event is unknown.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on 12 january 2024 where the ipg was replaced to address the issue. Patient achieved good coverage post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.